Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was run over by a vehicle, resulting in a shattered device with an unusable screen; the patient discontinued pump use and reverted to multiple daily injections, and blood glucose was reportedly unaffected, with no injury or hospitalization; the medical device problem involved a device fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related failure consistent with external force causing device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.